Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6 reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D7 should be blank as the device remains implanted. H4: aug 2006. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00397; 0001825034 - 2021 - 00398; 0001825034 - 2021 - 00399; 0001825034 - 2021 - 00400.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of medical records. Findings included pain, osteolysis and screw loosening which caused liner wear. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implanted (B)(6) 2007. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02982, 0001825034 - 2020 - 02983, 0001825034 - 2020 - 02984, 0001825034 - 2020 -02981.

Event description:
It was reported that patient underwent a second right hip revision approximately 13 years after the first due to pain, osteolysis, and loosening of the screw causing wear on the liner. Attempts have been made and additional information on the reported event is unavailable at this time.